Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. During the visual inspection, a deformation of the fixation helix and a damaged steroid collar were found. These damages require the presence of mechanical stress. Based on the characteristics of these damages, it is reasonable to assume that mechanical forces during the surgery contributed to this observation. However, a thorough analysis of the lead did not show any deviations which might have led to the reported dislodgement. The values of the parameters measured during the electrical analysis were within the technical specifications. The dc resistances of the received conductor were measured. No peculiarities were found. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that during biv pacemaker implant, this lead was repositioned more than 10 times always with poor electrical results. 5 days later the lead was dislodged into the rv. Lead was explanted and replaced.